Manufacturer narrative:
The insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was 227 mg/dl. Troubleshooting for blank display was performed. Customer advised they went into swimming pool and the insulin pump remained blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.